Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 120 mg/dl. Customer's blood glucose stated to go up. Customer current blood glucose was 339 mg/dl. The customer was treated for high blood glucose with pump. The customer was explained the 2 high blood glucose rule. Customer was unable to remove/change set at this time. Customer stated that she can't do the high pressure test and no infusion sets left. Customer was advised to discontinue use of the pump and revert to backup plan. Customer was advised that the device would be replaced.